Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The investigation is in progress. The sample was received by a company representative and is in transit to manufacturing site for investigation. (B)(4).

Event description:
A surgeon reported that tiny bubbles intermittently come out from the cutter port during the vitrectomy procedure. The surgeon vacuumed out the bubbles with the same vitrectomy probe. The procedure was completed with no harm to the patient.